Manufacturer narrative:
Follow-up # 1 ¿ (04/09/2014), the patient¿s meter and usb cable/ac adaptor have been returned and evaluated by lifescan product analysis on 3/17/2014 and 3/31/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The usb cable/ac adaptor involved with this complaint failed testing. The meter was found to have a defective component on usb cable. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) in (B)(4) alleging the meter was displaying a battery indicator. This complaint is being classified based on the documentation from the customer care advocate (cca). The patient reported 1 week prior to contacting lfs, the alleged issue first occurred. The patient did not report developing any symptoms due to the alleged issue. The patient reported going to a doctor's office and had a blood glucose test using a lab method. The patient was unable to recall the readings. The alleged issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.